Event description:
It was reported that multiple cartridge alarms occurred during the loading step. Customer's blood glucose was 144 mg/dl. Customer reverted to using an alternate method of insulin therapy.